Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had five low flow alarms, one lasting longer than the other four. During the last alarm, in which the patient saw the red heart hazard alarm, the flow was 4.7 lpm and the pulsatility index (pi) was 6.2. Upon interrogation in clinic the last six alarms were investigated and were found to be low flow, low speed, low speed, power disconnect, low flow, and low speed. All of these alarms occurred when the patient was connected to wall power and the nurse did not recall any alarms while the patient was connected to battery power during the day. Log files captured low speed and pump stop events while the patient was on the mobile power unit (mpu) on (B)(6) 2022 between 20:00 and 20:35. This was thought to be a short to shield of the driveline and the patient was to stay on battery power or a non-grounded patient cable. X-rays were submitted and the internal images looked good from a driveline standpoint. On (B)(6) 2022 the entire external portion of the driveline was replaced with no issues and the patient was placed back in a grounded patient cable and no further alarms were noted. The patient was to be observed for 24 hours and discharged if no further alarms occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported pump stops and low speed events; however, evaluation of the submitted log file confirmed the reported pump-stops and low flow alarms. The submitted log file captured intermittent low speed hazards including 11 pump stops on (B)(6) 2022 while the patient was supported by the power module. The pump stops were accompanied by low-speed events as low as 0 rpm, low flow hazards, and power elevations as high as 21 watts. Additionally, 15 low flow events were captured on (B)(6) 2022 when the flow fell below the 2.5 lpm threshold. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, this was not identified through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. No obvious areas of concern were identified. A distal-end driveline replacement was performed on 05may2022 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. A layer of rescue tape was observed approximately 3¿-4¿ from the metal connector. Upon removal of the rescue tape, a small tear in the silastic layer was observed 3.5¿ from the connector. The bionate layer was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 5.5¿-7.5¿¿ from the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Incidental findings: tears in the silicone jacket of the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01dec2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Mobile power unit referenced in MFR# 2916596-2022-11045.